Event description:
The company was made aware that the electrode of the pt's device migrated into the middle ear. In addition it was also reported that the pt was experiencing middle ear infection. Surgery was performed on (B)(6) 2010 to reposition the device. The pt is currently doing well.